Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a replace etco2 message. There was no reported patient involvement.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. As of (B)(6) 2018, the customer has not returned the device to the bench. Device resolution data is not available. The device remains at the customer site.